Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a high capture threshold on the right atrial (ra) lead was observed. The suspected cause of the high capture threshold was sub-optimal cardiac tissue. The lead was repositioned to resolve the event. The patient was stable.